Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo of one device. A portion of the outer ring of the cut ring was disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, after firing the device on a laparoscopic sigmoidectomy, after using the device for anastomosis of lower colon, there was some plastic broken in the anvil of the device and it was found after taking out of the donuts from the anvil. No patient injury.